Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history review (DHR)was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found cracked top case (by tube holders), cracked bottom case (pole clamp area), cracked right plunger case. The pump event history showed a motor rate error during occlusion. The technician found the main printed circuit board (pcb) not working as intended as a result of normal wear. The pump is over 8 years old. The root cause was determined to be normal wear of the device. The technician replaced the main pcb board. Performed occlusion test and all functional/delivery tests which passed.

Event description:
It was reported that a motor rate error was displayed. No patient injury was reported.